Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, retrieval of two gunther tulip filters was attempted on (B)(6) 2018 which was unsuccessful necessitating a second retrieval procedure. Per the complainant, the imaging discs showed the filters were angled and potentially attached to the surrounding body tissue. The patient was rescheduled for a second retrieval attempt on (B)(6) 2018 which proved successful. The filter in the suprarenal position was removed using forceps and the second filter (distal) was removed using a snare. Both filters were fully intact. There were no adverse effects. The initial reporter stated the complaint devices were originally placed (B)(6) 2018. Another manufacturer's stents were also placed during the same procedure; however, no information was provided regarding this part of the procedure. These remain in the patient's anatomy. According to the initial reporter, the complaint devices will not be returned to the manufacturer for investigation.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, specifications, trends, and the instructions for use (IFU), was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Additionally, the device is shipped with instruction for use (IFU) which notes: ¿using either power or hand injection, perform cavography to verify position below (caudal to) the renal veins.¿ the IFU¿s also state, ¿excessive force should not be used to place the filter.¿ it is not known if the device was damaged or manipulated during an attempt to remove. There is no information regarding the approach used to place the devices. Approach can be through the femoral vein or jugular vein. There is no information regarding the placement of the device or any possible difficulties. The manipulation of the device requires fluoroscopic control. Also, the IFU states, "the filter has been designed to be retrieved with the gunther tulip vena cava filter retrieval set." There is no information what set was used during the initial attempt to remove the tulips filters. There is no patient history for review and if the patient has megacava, which the IFU's list as a contraindication. There is no information regarding use of power or hand injection to perform cavography to verify position. Per the IFU, ¿do not exceed maximum pressure rating of 1000 psi and flow rate of 20 ml/sec.¿ furthermore, filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.